Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 485 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was vomiting. The patient was treated with an intravenous. The patient was released two and a half hours later. The pod was worn when seeking medical attention. Additionally, the patient reported significant discrepancies between his cgm (continuous glucose monitor) and a blood glucose meter.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod data indicated that the software adapted in insulin delivery and had functioned as intended in delivering insulin, correctly responding to estimated glucose values (egvs). The user's dexcom was not returned or investigated and as a result, it could not be conclusively determined whether the readings on the dexcom app were correct and matched the finger stick readings. The exact cause of the reported event could not be determined.